Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the scrub tech opened a thirty millimeter screw package and thought that the screw inside seemed short. The screw was measured and determined to be twenty-five millimeters instead of the thirty millimeters labeled on the packaging. The surgeon determined this length was still acceptable for the procedure he was performing.

Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of internal investigation. (B)(4).